Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise. Inappropriate shocks were delivered in more than a single episode. Technical services (ts) reviewed the stored episodes and noted the presence of non-physiologic artifacts, and a shifting baseline. The episodes all occurred with the device programmed to primary sensing vector. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise. Inappropriate shocks were delivered in more than a single episode. Technical services (ts) reviewed the stored episodes and noted the presence of non-physiologic artifacts, and a shifting baseline. The episodes all occurred with the device programmed to primary sensing vector. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.